Event description:
The customer received questionable gentamicin trough results for one neonate patient following maintenance on the analyzer. The initial result was 5.4 ug/ml. The sample was repeated and the results were 2.2, 1.5, and 0.5 ug/ml. The result of 0.5 ug/ml was reported outside the laboratory. The customer was not confident that the result that was reported was accurate although the medical staff has not questioned it. No information was available to determine if the patient was treated or if treatment was withheld based on the result that was reported. No adverse event was reported. The gentamicin reagent lot number was 60633747 with an expiration date of 10/31/2015. The field service representative could not determine a cause. He performed an instrument check and a rinse check. He verified all qc was within the required limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. The most probable cause was sporadic contamination of the sample probe or a disturbance in the cuvette or water bath. A general instrument issue could be excluded as the calibration was acceptable, qc before and after the event were within range and the instrument performance data was within specification. A reagent issue was not likely as calibration and qc data were acceptable and precision testing with the reagent was acceptable.